Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had sensor glucose and blood glucose differences. On (B)(6) 2014, customer had questions about his next shipment of sensors and was concerned about running low. On (B)(6) 2014, customer stated that the sensor glucose readings are reading low even though he knows that he was not low. Customer also reported battery issues and weak signals. Customer's blood glucose level was 146 mg/dl. Customer is not calling back after uploading the insulin pump. Customer was able to upload to carelink. Customer was advised that a high cal factor may indicate the sensor was not responding well to changes in glucose or can result from inaccurate calibration. Blood glucose levels are not entered correctly and timely. Caller was disconnected. On (B)(6) 2014, customer's sensor glucose level was 60 mg/dl and blood glucose level was 130 mg/dl. Customer did not want any additional help and hung up. No additional information provided.